Event description:
It was reported the patient was not receiving stimulation from his cervical lead for approximately a week. Diagnostics revealed one invalid contact and reprogramming was unsuccessful in restoring stimulation. X-rays were inconclusive. The physician will order additional x-rays to further assess the system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.